Event description:
Pens didn't work; sometimes the substance did not come out at all. [Device failure], hyperglycaemia [hyperglycaemia], hypoglycaemia [hypoglycaemia], insulin doesn't come out of the needle but around the needle [device leakage], the pens worked but blood sugar increased and he thought the product, didn't work (though he was able to inject). [Drug ineffective], 3-4 days with no control on his blood sugar rate [diabetes mellitus inadequate control]. Case description: this serious spontaneous case from iceland was reported by a consumer as "pens didn't work; sometimes the substance did not come out at all." Beginning on (B)(6) 2018, "hyperglycaemia" beginning on (B)(6) 2018, "hypoglycaemia" beginning on (B)(6) 2018, "insulin doesn't come out of the needle but around the needle" beginning on (B)(6) 2018, "the pens worked but blood sugar increased and he thought the product didn't work (though he was able to inject)." Beginning on (B)(6) 2018, "3-4 days with no control on his blood sugar rate"." Beginning on (B)(6) 2018, and concerned a (B)(6) male patient who was treated with novofine 6 mm (30g) (needle) from unknown start date due to "device therapy", , novorapid flexpen (insulin aspart) from unknown start date due to "type 1 diabetes mellitus", (regimen #1 dose and frequency unknown, regimen #2 dose and frequency unknown.) Patient's height, weight and body mass index were not reported. Medical history included type 1 diabetes (since (B)(6)), prostate cancer. Historical drug included insulin humalog. Concomitant products included - tregludec flextouch(insulin degludec). It was reported that the patient was in abroad (iceland) with 2 extra novorapid pens of same batch and they didn't work, it was reported that sometimes a drop of substance went out around the needle (and not inside the body) and sometimes the substance did not come out at all. He explained that he felt that the substance came out through the place where the needle was mounted. It was reported that the events happened in (B)(6) 2018. As he thought maybe he did not screw the needle properly he retried with a new needle and the same occurred (feeling of leakage around the needle). The patient also tried to use another pen that he took with him as a reserve pen, and the same problem reoccurred. It was also reported that the insulin didn't come out of the needle but around and he wasn't sure the insulin was getting in the body. For this reason the patient did not use for three days and on (B)(6) 2018 the patient's had hyperglycaemic events of 300-400 mg/dl and hypoglycaemia (values not reported). According to the patient - the pens worked but blood sugar increased and he thought the product did not work (though he was able to inject). After patient reported the events to the local physician, he received new novorapid flexpens and continued treatment as usual and his blood glucose level got balanced. He explained that the pen was not dropped and it was observed all the time. During the flight it was with him on the hand luggage. The patient does not use the "dialling click" to estimate the dose of insulin. He explained that he moves 1-2 units, pushes and check if the insulin is coming out and then he adjusted the number of wanted units and he injects. The patient was trained twice with a diabetic nurse. The batch number of novorapid flexpen was available and batch number of novofine has been requested. Action taken to novorapid flexpen was not reported. Action taken to novofine 6 mm (30g) was not reported. The outcome for the event "pens didn't work; sometimes the substance did not come out at all" was unknown. The outcome for the event "hyperglycaemia" was recovered. The outcome for the event "hypoglycaemia" was recovered. The outcome for the event "insulin doesn't come out of the needle but around the needle" was unknown. The outcome for the event "the pens worked but blood sugar increased and he thought the product didn't work (though he was able to inject)." Was not reported. The outcome for the event "3-4 days with no control on his blood sugar rate" was recovered. Investigation results: name: novorapid® flexpen® 5x 3ml 100u/ml, batch number: gt6b187. Visual and functional examinations were performed. One of the returned devices (pen 2) has been examined and found to function normally. When using a new needle there is no problem in using the device. One of the devices (pen 1) has been separated in order to investigate the internal parts; it was not possible to observe anything abnormal. On both pens a pressure test was performed. The cartridges passed the pressure test and no sign of leakage was observed. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. The dose accuracy was measured by weighing. The product was found to be normal. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. Parameters identity, assay and degradation were examined. All the results were as expected and within acceptable limits. During examination/test of the product it has not been possible to detect any irregularities name: novofine 6 mm (30g). Batch number: unknown. Microscopic examination performed. One used needle with a bent front needle. Needle points on patient needles examined visually for defects. One used needle with a hook on front needle,needles tested for silicone on patient needle. The silicon met specification. The needles tested for flow with measure threads. One used needle blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery is not possible and dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. The returned unsealed needle was found to be bent. A bent front needle can be caused by re-use of the needle or any unintended contact to any hard surface (inner cap, container, clothes etc.). A bent needle tube can reduce the flow of drug and cause the patient to experience injection site reactions. The fault is a result of accidental damage during use and could not be related to any novo nordisk processes .the used needle had a damaged needle point. The user may experience increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles are for single-use only. Manufacturer's comment/company comment: 28-aug-2018: since no faults were found on the returned devices of novorapid flexpen and only very limited information regarding the patients handling of the suspected device is reported in the case,it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). On investigation of the novofine needles it was observed that it was a used needle with a bent front. One was a used needle with a hook on front needle. One was used needle was blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery was not possible and dose accuracy may be affected due to this. The problem with the needle was due to incorrect handling during use. The returned unsealed needle was found to be bent. A bent front needle can be caused by re-use of the needle or any unintended contact to any hard surface (inner cap, container, clothes etc.). A bent needle tube can reduce the flow of drug and cause the patient to experience injection site reactions. The fault was a result of accidental damage during use and could not be related to any novo nordisk processes .the used needle had a damaged needle point. The user may experience increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen. Reporter comment: the patient reported that he reported the events to a local medical doctor (in iceland). The patient relates the events to the treatment with the levemir flexpen he was using during the time of the reported events. The patient asked if the "membrane/rubber" that the needle is being attached to is supposed to be "sealed". He looked on other novorapid pens that the membrane/rubber is indeed "sealed" and not leaked. The patient was offered a new pack of novorapid flexpen as compensation - but he was not pleased with it and claimed that it is not a compensation for what happened to him (his trip got ruined). He said that "there are other ways to receive a proper compensation". He originally contacted the call center because he wanted compensation for everything that happened -- said he would like to be contacted by the company or it might deteriorate to be a legal issue. Continued: evaluation summary, name: novofine, batch number: unknown. Microscopic examination performed. One used needle with a bent front needle. Needle points on patient needles examined visually for defects. One used needle with a hook on front needle,needles tested for silicone on patient needle. The silicon met specification. The needles tested for flow with measure threads. One used needle blocked. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint. Dose delivery is not possible and dose accuracy may be affected. The problem with the needle is due to incorrect handling during use. The returned unsealed needle was found to be bent. A bent front needle can be caused by re-use of the needle or any unintended contact to any hard surface (inner cap, container, clothes etc.). A bent needle tube can reduce the flow of drug and cause the patient to experience injection site reactions. The fault is a result of accidental damage during use and could not be related to any novo nordisk processes .the used needle had a damaged needle point. The user may experience increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore please note that needles are for single-use only.